Manufacturer narrative:
Elevated complaint investigation will be initiated. Lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 1 false positive result for sars-cov-2 while using the alinity m resp-4-plex assay. The customer reported that sample ID (B)(4) tested positive for sars-cov-2 on the alinity m resp-4-plex assay. The sample was retested from a self-collection test and the result was negative. The sample was then repeated on genexpert, and the result was negative. A log file analysis was performed by the local engineer and the graph looked like real amplification. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Corrected country in b5 from spain to the netherlands.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs which involved the discrepant result was valid and met assay specification requirements. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. The reported discrepant result is near the assay limit of detection (lod), and therefore, the result may not be reproducible. Alternate testing platforms may have different limit of detection (lod), therefore the results may not be reproducible between varying testing platforms. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 524960. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 524960 was not identified.